Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized due to recurrent chest tightness and chest pain for 8 years and aggravation for 1 month. Coronary angiography showed the single vessel lesion was 100% stenosed in the proximal, middle and distal right coronary artery (rca). Three xience xpedition stents (3.5x38mm, 4.0x28mm and a 4.0x15mm xience xpedition) were successfully implanted. Patient was discharged from hospital on (B)(6) 2014. On (B)(6) 2019 the patient received a coronary angiography which revealed 40% in-stent stenosis. The patient was given infusion therapy (specific drug name was unknown). The patient has taken aspirin 100mg once daily since (B)(6) 2014, and bolivar 75mg once daily since (B)(6) 2019. The patient was discharged after improvement and is doing well. No additional information was provided.